Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine would not drain from the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine would not drain from the catheter.

Manufacturer narrative:
Received 1 used latex foley catheter with the original unit packaging. Inflated balloon with 30cc water and administered flow rate testing. While inflated, the flow rate was 150ml/min, 150ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate the reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. From the evaluation, it was unconfirmed that the urine would not drain from the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not reuse. Do not resterilize. Sterile unless package is open or damaged, except for the hand sanitizer and castile soap which are not terminally sterilized." (B)(4).

Event description:
It was reported that urine would not drain from the catheter.